Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received multiple inappropriate shocks for an atrial driven arrhythmia. An error code was displayed as well as shock impedance measurements of 125 ohms. The patient underwent non-invasive programmed stimulation (nips) testing. The system will continue to be monitored. There were no additional adverse patient effects reported.

Manufacturer narrative:
This device has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
Additional information was received indicating this device and implantable defibrillation lead were replaced. The device was explanted and the lead was surgically abandoned. No additional adverse patient effects were reported.